Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue; the button cover falls off and the button is under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 24-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 16-apr-2018 with the following findings: during investigation, the audio bolus button was torn in the center and responsive to user input.